Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine chang out, the right ventricular lead exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2016. The patient was doing good prior, during and post procedure.